Event description:
It was reported that this left ventricular (lv) lead; was not successfully implanted due to placement difficulties, it could not insert into target vein. This lead was never in service and will not be returned due to lead was infected. No additional adverse patient effects were reported.